Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: frequent urination, thirst, tired. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 24-jan-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated that her symptoms have not had much improvement and that she was currently feeling tired. No medical intervention since the last call was reported. Customer stated she has a scheduled visit with her doctor next week. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated that she had changed the battery yesterday due to meter flickering. The customer is concerned with test results from results obtained of 87, 53 and 32 mg/dl. Customer also stated she is comparing results to another device. The customer¿s expected pm fasting blood glucose test result is less than 160 mg/dl. The customer reported symptoms of frequent urination and thirst. Customer stated she had brought these issues up at her previously scheduled visit with doctor who is continuing to see customer to monitor results and symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/31/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history (time not set): result 1: 114 mg/dl date: (B)(6) time: 1:29 am fasting pm. Result 2: 87 mg/dl date: (B)(6) time: 8:47 a.m. Fasting pm. Result 3: 53 mg/dl date: (B)(6) time: 12:04 pm fasting am. Result 4: 32 mg/dl date: (B)(6) time: 12:01 pm fasting am. Result 5: 92 mg/dl date: (B)(6) time: 3:05 pm fasting am.

Manufacturer narrative:
Sections with additional information as of 14-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.